Manufacturer narrative:
The qc recovery is in the 3sd range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. Incorrect results from these samples were reported outside of the laboratory. The first sample initially resulted with a total psa value of 0.028 ng/ml. Since the free psa value for this sample was high, the sample was repeated. The sample was repeated twice, resulting with total psa values of 8.41 ng/ml accompanied by a data flag and 8.62 ng/ml accompanied by a data flag. The second sample, from a (B)(6) male patient born on (B)(6), initially resulted with a total psa value of 3.05 ng/ml on (B)(6) 2019. The 3.05 ng/ml value was reported outside of the laboratory to the patient. The patient complained about the result, so the sample was repeated twice on (B)(6) 2019, resulting with values of 1.33 ng/ml and 1.34 ng/ml. The total psa reagent lot number was provided as 381505. The reagent expiration date was requested, but not provided.